Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent movement occurred. A 3.00 x 12mm synergy drug-eluting stent was advanced for treatment. However, during procedure, there was a stent movement on delivery system. When the device was removed from the patient's body, some slippage was noticed. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: synergy ous mr 3.00 x 12mm stent delivery system (sds) was returned for analysis. A visual examination of the stent found signs of stent damage. Stent struts from the proximal end of the stent were lifted and pulled distally. The undamaged stent outer diameter was measured within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no issues. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent movement occurred. A 3.00 x 12mm synergy drug-eluting stent was advanced for treatment. However, during procedure, there was a stent movement on delivery system. When the device was removed from the patient's body, some slippage was noticed. No patient complications were reported and the patient's status was stable. It was further reported that the event occurred was stent damaged and not movement of the stent. The information initially received was incorrect.